Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), the customer reported that the monitor would not power on. Troubleshooting efforts were made and the customer followed and tried all the recommended steps using a different electrical cable, power strip and the monitor is still not getting any power, even the standby light. The customer was asked to confirm the condition and correct location of power switch. The customer was advised to send the device for repair and the technical assistance center could not confirm the warranty status on their end as requested by the customer. Based on the results of the investigation, the presumable cause and the root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a diagnostic colonoscopy procedure which was completed using a similar device.

Event description:
It was reported the monitor would not power on. Changing electrical plugs did not resolve the issue. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.